Event description:
It was reported during an ischemic vt procedure while mapping in the left ventricle the patient became hypotensive. The ventricular wall motion appeared normal on fluoroscopy and a stat echocardiogram was ordered. The patient vital signs deteriorated before echo could arrive. Advanced cardiovascular life support (acls) resuscitation was performed but was not successful. The patient expired. The patient had ICD and this was his second vt ablation.

Manufacturer narrative:
(B)(4). It was reported during an ischemic vt procedure while mapping in the left ventricle the patient became hypotensive. The ventricular wall motion appeared normal on fluoroscopy and a stat echocardiogram was ordered. The patient vital signs deteriorated before echo could arrive. Advanced cardiovascular life support (acls) resuscitation was performed but was not successful. The patient expired. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, the catheter was tested and it passed electrical, temperature and generator tests. Also a deflection and irrigation test were performed and the catheter passed all tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications.

Manufacturer narrative:
The concomitant products: coolflow pump, model # m-5491-02, serial # (B)(4); stockert, model # m-5463-01, serial # (B)(4).